Event description:
Total hip replacement. A 62mm tritanium cup inserted, 40mm g liner inserted. Femoral preparation for 44 no 1 exeter stem. Real stem inserted and trial femoral head used. Definitive implant opened (40mm + 0m lift head) and placed on trunion. Tapped to engage taper. In trying to relocate joint the head disengaged. Two more attempts at engaging head, but it was pulled off again with minimal force. Identical head acquired from (B)(6) and opened with same result. A 40 g liner removed and 36 g 10 degree hooded liner inserted. A 36mm ceramic +0mm head used without incident.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. Additional lot# mjk9ra, manufacture date: (B)(4) 2010, exp. Date: 07/15/2015 and sterile lot #mjk9ra.